Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the stickiness/foreign material found on the device control section could not be determined, however, this issue was likely was like due to water/fluid emersion and insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit stickiness/foreign material on the device control unit. There was no patient involvement, and no harm was reported as a result of the event.